Event description:
During the trial lead implant procedure, the patient reported neck pain and numbness in his legs and feet. Two days later, the patient reported that the numbness was resolved but the therapy was not alleviating his pain. The decision was made to end the patient's trial.

Manufacturer narrative:
The explanted materials will not be returned for evaluation as they were discarded by the medical facility.